Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned tasp was fractured. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. Root cause was determined to be instrument misuse. The surgical technique describes proper usage of the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: tibial articular surface provisional right size gh item # 42527000707, lot # 62724731. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06957. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trialing the poly and impacted with a mallet and the plastic pieces broke.